Manufacturer narrative:
Product event summary # product ID# 5076-52. A distal portion was received measuring 42.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154atg implantable cardioverter defibrillator (B)(6) 2006. (B)(4).

Event description:
It was reported that during a prophylactic replacement of the right ventricular lead, the atrial lead became dislodged. The atrial lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.